Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted. The unit was also received with minor scratched lcd window, cracked reservoir tube lip and battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 236 mg/dl. The insulin pump will be replaced. Nothing further reported.